Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have two bad batches of reservoirs. Customer reported that some of the reservoirs were falling apart at the top, some were crooked and they were causing a lot of problems. Customer's blood glucose was unknown. Reservoirs would be replaced.

Manufacturer narrative:
A complete analysis and testing of the 1 opened/used and 2 sealed reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.